Event description:
It was reported that the patient experienced an Infusion set fell off as tape was not sticking event on (b)(6)2026.

Manufacturer narrative:
E1: Patient city: (b)(6)Patient Country: Canada.Name: (b)(6) Based on the available information, this event is deemed to be a Reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545.